Event description:
The hcp reported the pt presented with redness, swelling, pain, and drainage from the device pocket. A culture of the device pocket was positive for mrsa. The pt was treated with both oral and IV antibiotics and total device system explant. The infection resolved and there was no drug withdrawal.